Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Although, there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. Upon power up, the stop, ok, and up and down buttons illuminated, but the front panel display remained blank. It was identified that the cause was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid under the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was too dim to read the screen. The brightness of the screen was attempted to be adjusted, however, the number in the brightness box was unable to be seen. The arrow key was pressed, but there were no changes to the screen. The cycler was turned off, disconnected from the wall outlet, and turned back on. The brightness was then attempted to be adjusted, however, no changes were noted. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. It was reported that the patient would revert to manual therapy. Upon follow-up, the patient confirmed that there were no adverse events or medical intervention required related to the reported event. The patient confirmed that treatment was completed using manual therapy. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.